Event description:
It was reported that the 9800md system c-arm does not recognize the joy stick (joy stick error). There was no report of pt injury.

Manufacturer narrative:
A ge rep was advised that in house service addressed the issue and the service call was cancelled. Advised that the system is functioning as intended. No site visit or service required.